Event description:
Debilitating pain in pelvic region. Pain in groin, penis, and left testicle. Cysts in right testicle. Pain, burning, when urinating or moving bowel. Excruciating pain so severe it has impaired my mobility and repeated emergency room visits. Mesh was implant in (B)(6) 2012. Dates of use: (B)(6) 2011 - current. Diagnosis: inguinal hernia.